Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy pad of the lifevest equipment. The patient used triamcinolone acetonide cream that was issued from their hospital on the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.